Manufacturer narrative:
Investigation determined that the system functioned as expected. The reported issue was due to a discrepancy in the vavd valve setpoint and measured value caused by the circuit set-up. The unit has since been used successfully.

Event description:
User reported issues during the case regulating the vacuum. There was no patient harm; however, this type of event is considered reportable.